Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6 - adverse event problem - changed device code to reflect analysis of lead fracture. The reported observation of the clinician programmer displaying the ¿ineffective stimulation¿ was not confirmed. The cause of the reported observation was not ascertained. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The incomplete penta lead was cut into 3 segments at the time of explant. Electrical testing of the lead segments did not identify any issue that would have resulted in the reported observation. Markings on both lead terminal ends showed the leads had been fully inserted and the setscrews properly torqued.